Event description:
Customer received a blood result of 172 mg/dl on his contour meter. He repeated the test on his older contour meter and received a 95 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and he is expected to return his strips for evaluation.